Event description:
On 09/19/2023, fresenius received a product complaint form regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 160nre dialyzer for renal replacement therapy (rrt) who reportedly experienced a hypersensitivity/allergic reaction during treatment on (B)(6) 2023. During follow-up with the clinical manager (cm) who completed the product complaint form, the cm reported the patient has complained of pruritus for 2 weeks. Despite communication with the cm, it is unknown if any medicinal intervention was provided to the patient prior to (B)(6) 2023.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux 160nre dialyzer, and the serious adverse events of a hypersensitivity/allergic reaction, characterized by pruritus. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the optiflux 160nre dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect(s) was reported, the serious adverse events did occur during hd therapy while utilizing the optiflux 160nre dialyzer. Furthermore, given the patient¿s symptoms were indicative of a hypersensitivity/allergic reaction and no sample is available for manufacturer evaluation, the optiflux 160nre dialyzer cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 09/19/2023, fresenius received a product complaint form regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 160nre dialyzer for renal replacement therapy (rrt) who reportedly experienced a hypersensitivity/allergic reaction during treatment on (B)(6) 2023. During follow-up with the clinical manager (cm) who completed the product complaint form, the cm reported the patient has complained of pruritus for 2 weeks. Despite communication with the cm, it is unknown if any medicinal intervention was provided to the patient prior to (B)(6) 2023.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the device was not returned for evaluation. As no lot number was provided by the complainant, a delivery search was performed to identify all lot numbers with the reported catalog number shipped to the complainant in the three months prior to the occurrence date. A review of the production record on each identified lot was performed. The production record review showed there was one approved temporary deviation notice (dn) in production of each lot, unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The optiflux dialyzer instruction for use indicates the following: ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment.¿

Event description:
On 09/19/2023, fresenius received a product complaint form regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 160nre dialyzer for renal replacement therapy (rrt) who reportedly experienced a hypersensitivity/allergic reaction during treatment on (B)(6) 2023. During follow-up with the clinical manager (cm) who completed the product complaint form, the cm reported the patient has complained of pruritus for 2 weeks. Despite communication with the cm, it is unknown if any medicinal intervention was provided to the patient prior to (B)(6) 2023.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the device was not returned for evaluation. As no lot number was provided by the complainant, a delivery search was performed to identify all lot numbers with the reported catalog number shipped to the complainant in the three months prior to the occurrence date. A review of the production record on each identified lot was performed. The production record review showed there was one approved temporary deviation notice (dn) in production of each lot, unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The optiflux dialyzer instruction for use indicates the following: ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment.¿

Event description:
On 09/19/2023, fresenius received a product complaint form regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 160nre dialyzer for renal replacement therapy (rrt) who reportedly experienced a hypersensitivity/allergic reaction during treatment on (B)(6) 2023. During follow-up with the clinical manager (cm) who completed the product complaint form, the cm reported the patient has complained of pruritus for 2 weeks. Despite communication with the cm, it is unknown if any medicinal intervention was provided to the patient prior to (B)(6) 2023.

Event description:
On 09/19/2023, fresenius received a product complaint form regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 160nre dialyzer for renal replacement therapy (rrt) who reportedly experienced a hypersensitivity/allergic reaction during treatment on (B)(6) 2023. During follow-up with the clinical manager (cm) who completed the product complaint form, the cm reported the patient has complained of pruritus for 2 weeks. Despite communication with the cm, it is unknown if any medicinal intervention was provided to the patient prior to (B)(6) 2023.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the device was not returned for evaluation. A production records review was performed on the lot. The production record review showed there was one approved temporary deviation notice (dn) in production of this lot. It is unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The optiflux dialyzer instruction for use indicates the following: "in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment."